Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The insulin pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was missing ring, tank connection broken. Customer's blood glucose was unknown.